Event description:
It was reported that the patient experienced an inadequate stimulation and frequent charging of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.